Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to valve embolization. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, however, the medical team concluded that the pressure from the cvp (initiated for access site bleeding) pushed the valve into the lvot. There were no reported issues with deployment, this was an unfortunately complication of the procedure. Reference manufacturing report number 2015691-2013-19016 for the access site issue which led to the initiation of cvp (cardiovascular perfusion- cardiopulmonary bypass). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field representative, post successful deployment of a 26mm sapien valve via a transapical approach, when the sheath was being removed a tear in the left ventricle (lv) was noted. At the induction of cvp the valve embolized into the left ventricular outflow tract (lvot). Per report, the apex was accessed without incident and the introducer sheath was placed. A balloon aortic valvuloplasty (bav) was performed with the edwards bav balloon under rapid ventricular pacing (rvp). The 26mm sapien valve was deployed under rvp. The medical team was very comfortable with the position of the sapien valve placement. When the sheath was removed and on tying the first suture the apex tore. A figure was placed over the tear to control the bleeding and the patient was placed on cvp. At the induction of cvp it was noticed on tee the valve had embolized into the lvot. At this point the decision was made to convert the patient to open heart surgery. It was reported that the patient subsequently expired due to respiratory arrest. Additional investigation revealed the following: post deployment, the valve appeared to be stable in the annulus. When the sheath was being removed the lv "fell apart". At this point cvp was initiated via ancillary artery and femoral vein. The medical team concluded that the pressure from the cvp pushed the valve into the lvot.

Manufacturer narrative:
The investigation is ongoing.